Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all new patients were not transfer to one machine. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section e other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the new patients were not crossing over to one machine. A technical support specialist (tss) dialed into the server, then ran the server downtime query, last successful processed xml time was current to server. Then ran query from knowledge article (ka) ¿medes: interface delayed/down notice¿, messages were crossing and confirmed no notice on (health sight viewer) hsv for patient or order delay. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all new patients were not transfer to one machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.